Manufacturer narrative:
Device not returned.

Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing the pump to fall and infusion sets to be pulled out. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.